Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / pt contacted lfs on (B) (6), 2010 alleging that the lancet holder was damaged. The pt first noticed the issue on (B) (6), 2010. Approximately 2 days later, the pt developed symptoms of feeling dizzy and sweaty. The pt did not seek any medical attention or contact their physician for assistance. The pt denied any misuse of the product and this is not the first time the product is being used. The product was replaced. The complaint is being reported since the pt alleged that due to the damaged lancet holder the pt developed feeling sweaty 3 days later.